Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.9cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. Damage was noted to the outer lumen consistent with being pinched or crushed at approximately 57.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The reported complaint that "the catheter is stuck in the introducer" is confirmed. During the investigation, the iabc central lumen was noted damaged within the iabc flex-tip assembly area. The damaged central lumen could cause the catheter to get stuck in the sheath. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " the catheter is stuck in the introducer". Additional information states that another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".